Event description:
Pt alleges receiving implants on 7/31/87. Pt alleges since implanted (i.e. July 31, 1987,) she has experienced hardening. Physician's note states "pt has consulted with me 4 times over the last 3 years with anxiety regarding implants, worried they may rupture and have problems in the future."